Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted implant of this lead, high pacing impedances, noise and high thresholds were exhibited. The physician suspected the lead may have sustained implant related damage and was removed and discarded. Another lead of same model type, was implanted without complications and no resulting adverse patient effects were observed.